Event description:
It was reported that the patients ipg was no longer charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.